Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was sitting in her seat on an airplane. She reports that her husband noticed her low blood glucose level because of her physical behavior. Her pod was on for 1 to 4 hours on her abdomen. She then passed out. She believes that her bg level was around 25 mg/dl. Her husband alerted the crew to have medical personnel waiting for her on the ground. When she got off the plane the ambulance crew gave her glucose. She does not remember how the glucose was administered. After she was awake she went to the restroom and discovered that the pod was coming away from her skin and believes that the cannula came out. Her bg level was 155 mg/dl when the incident was over.